Event description:
According to the information received, an end-user reported foreign material. Pt reports using catheters (prod.240) for 12 years, with packaging worsening in that they are not sealed completely (not air tight), not sterile, puckered on the outside. Also reports over that, over the last 6 months, pt has come across approximately 10 catheters with black residue in the packaging. For about a year, pt has started experiencing utis and is wondering if it has anything to do with the packaging of the caths because technique has not changed. Lot number reported has both issues: not sealed completely (puckered), and black residue. Best estimate of date of event is (B) (6) 2008.

Manufacturer narrative:
The return of the product has been requested, however, to date, it has not been received. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should the device or additional information be received, an addendum to this report will be filed. No other complaints have been reported to date for this lot number.